Event description:
It was reported that there was difficulty interrogating an implantable pulse generator (ipg). The patient was undergoing treatment for brain cancer. Today following their last round of therapy, they attempted to interrogate the device and mid-way through it stopped. It was noted that the patient was in a room with a lot of monitors and there may have been some type of noise interfering with telemetry. An outlet on the other side of the patient was tried and interrogation was successful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.